Event description:
An alarm and high reading issues were reported with the adc freestyle libre 2 sensor. Customer reported that the low glucose alarm was set to 70 mg/dl and there was an unexpected low glucose alarm, however the reading obtained on the adc meter was 200 mg/dl. Customer further reported sensor readings of 200 mg/dl and 167 mg/dl were obtained compared to readings of 95 mg/dl and 59 mg/dl obtained on the adc meter. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. Customer experienced disorientation and required treatment of oral glucose provided by a healthcare provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm and high reading issues were reported with the adc freestyle libre 2 sensor. Customer reported that the low glucose alarm was set to 70 mg/dl and there was an unexpected low glucose alarm, however the reading obtained on the adc meter was 200 mg/dl. Customer further reported sensor readings of 200 mg/dl and 167 mg/dl were obtained compared to readings of 95 mg/dl and 59 mg/dl obtained on the adc meter. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. Customer experienced disorientation and required treatment of oral glucose provided by a healthcare provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visually inspected the reader and no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of the glucose value graph was performed and all alarms observed coincided with high/low glucose limits. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.